Event description:
During an atrial fibrillation procedure, when performing two transseptal punctures skiving occurred. The needle and sheath were prepped in the normal fashion with no reshaping of the sheath or needle. The needle was advanced up the dilator with a stylet and allowed to rotate freely. The puncture was then performed, the needle withdrawn, and the sheath aspirated which produced a small plastic shaving. A second transseptal puncture with the same needle, but different introducer and dilator, produced another plastic shaving. The procedure was completed successfully without patient complications. The second puncture was intended as this was a double puncture procedure.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 8.5f fast-cath introducer dilator was received for evaluation. No anomalies were noted when a brk needle/stylet assembly from current inventory was advanced through the returned dilator. The dilator tubing was cut lengthwise; there was no evidence of skiving was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported skiving remains unknown.